Event description:
The customer observed a falsely elevated result while using the architect ca19-9xr assay. The sample (pid: (B)(4)) was measured on (B)(6) 2012, with the following results: initial: 60.15 u/ml, retest (half an hour later): 17.11 u/ml; retest (another half an hour later): 15.12 u/ml. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 13516m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 13516m500, were identified.